Manufacturer narrative:
Serial number: n/a. Software version: n/a. Color: blue. Battery life remaining: n/a. The injection screw was not bent. There is a great amount of resistance the injection screw does not extended or retract; this is caused by a broken encoder bond. Unable to perform functional test due to this issue. Cosmetic damage was not observed. Cosmetic damage was observed a broken dose window.

Event description:
The customer reported via phone call that the dose window on their insulin pen broke off. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.